Event description:
The customer reported to baxter (B)(4) of one (1) interlink basic vented set in which it was difficult to prime and the vent cap not opening correctly. The process step is prior to use; therefore, there was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.